Event description:
Complainant alleged that during functional testing, the device did not respond to the front panel controls. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed during initial testing. The device was put through extensive testing including stress test, encoder check, complete calibration and outgoing system test without duplicating the report. An internal inspection of the device found no discrepancies. The button board was repalced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.